Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device serial number (B)(4) was noted in logcaster indicating a possible power on reset (por) occurred and the facility was notified. The clinician said the patient had been trying to send a manual remote transmission, but was unable to complete and could not understand why. It was noted that a por would prevent patient from transmitting successfully. Clinician to call patient to come into the facility for programmer session. The remote monitor and the device remain in use. No patient complications have been reported as a result of this event.